Event description:
It was reported the pt experienced cerebrospinal fluid leakage during a trial procedure. A blood patch was performed to address the issue and the procedure was completed. Post-op, the pt was symptomatic and has remained so.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.